Event description:
Underdelivery noted during preventative maintenance testing. The pump reportedly "delivers 40% under what it should". There was no report of any problems while the device was in pt use. No further info is available. Exact customer testing procedures not specified.

Manufacturer narrative:
The device was not returned for failure analysis. In a follow up call, the customer biomedical engineer reports that the pump was re-tested at the hospital, it delivered accurately and no problem was found. They have returned the pump to pt use without further report of any problems.